Event description:
The customer alleged that she performed control tests using her contour system and received readings of 186, 191 and 192 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The customer declined to troubleshoot further during the call. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.